Event description:
It was reported that farawave was selected for use. It was mentioned that the four pulmonary veins were ablated using the optiwave workflow, and the posterior wall was also targeted. When exit block in each pulmonary vein was tested, all veins except the left superior pulmonary vein demonstrated successful isolation. Persistent signals were observed on the farawave catheter additional ablation lesions were delivered; however, the signals in the left superior pulmonary vein remained unchanged, and exit block could not be achieved, even when pacing at low output settings. Further ablation attempts were made, but complete isolation of the left superior pulmonary vein was ultimately not obtained. Patient admitted to hospital beyond standard of care and no complication were reported. The same catheter was used for the procedure the device is expected to return for analysis.